Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc

Event description:
(B)(4) - the dentist reported that, 13 days after the dental implant was installed in intraoral region #7; its non-osseointegration was observed. Thirty-five ncm of primary stability was achieved and immediate load was performed. The patient presented bone type iii and fenestration occurred during surgery.